Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the algorithm is not accurately analyzing the qrs for paced patients and does not trust that the system is reliably alarming. It is not known if there was any patient incident involved, awaiting additional information.